Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical product: 457453 lead implanted: (B)(6) 2004. The initial reported event was received on 02aug2017. Of note, the reportable serious injury of infection is normally submitted via an alternative summary report that would have been due on 31oct2017. Information was subsequently received on 26oct2017 and revealed an out of specification analysis finding. As there is new information that reasonably suggests the device has or may have caused or contributed to a malfunction, this event no longer qualifies for summary reporting and is therefore being submitted as a bimonthly report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a pocket infection occurred. The implantable pulse generator (ipg) was explanted and the leads capped. A temporary pacing lead was placed as a bridge for pacing while the patient receives antibiotics. The right ventricular lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.